Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6), female patient the device shut down inappropriately twice. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A review of the activity log found several occurences that the device was powered off; however they were related to the power button being pressed, or to an external power source disconnection. There was no evidence to support the customer's report that the device shut down inappropriately. The device was recertified and returned to the customer. No trend is associated with reports of this type.